Event description:
The facility representative reported a colleague infusion pump in which the display shows double. It is unknown when this event occurred but it was discovered in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the display shows double was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be lines on the main display due to a faulty main display. The main display was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. This issue has been escalated to CAPA. A device history review was also performed, finding that no exceptions related to the reported condition were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.